Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, deployment difficulties were encountered. The non-calcified lesions were located in the "nod portion" between the non-tortuous proximal left common carotid artery and the internal carotid artery. An unspecified guide catheter and embolic protection device were placed. The lesion was not pre-dilated. The carotid wallstent 8.0mm x 36mm stent delivery system (sds) was advanced to the lesion. Upon deploying the stent, "approximately 80%" of the stent released from the sds, however, the deployment sheath would not fully retract and "the remainder of the stent did not fully release" from the sds. The physician noted that it appeared that the stent was caught on a radiopaque marker. The physician advanced the guide catheter to capture the stent, and the device was successfully removed from the patient. Another of the same device was used to successfully complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "stable".